Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was torn and the wire anchor was dislodged. It was found during the investigation of the returned device that the wire anchor was dislodged. Based on above information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. An investigation was opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the tip of the device was torn. Reportedly, it was not noticed during preparation. The procedure was still completed using this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; dislodged wire anchor.